Manufacturer narrative:
Olympus was informed that the asset visera elite ii video system center was sent for service; there was no defect or malfunction associated with the device. Upon inspecting and testing, no serial digital interface (sdi) signals due to a defective (dp) circuit board. No death, injury or harm was reported. This report is being submitted to capture no serial digital interface (sdi) signals due to a defective (dp) circuit board.

Event description:
Olympus was informed that the asset visera elite ii video system center was sent for service; there was no defect or malfunction associated with the device. Upon inspecting and testing, no serial digital interface (sdi) signals due to a defective (dp) circuit board. No death, injury or harm was reported. This report is being submitted to capture no serial digital interface (sdi) signals due to a defective (dp) circuit board.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the serial digital interface (sdi) output error occurred due to the faulty printed circuit board (dp board). However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.